Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: no patient information was available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a screw deviation that occurred during an l5-s1, single level. The patient was registered without issue, the site had placed interbody the previous hour during olif, proceeded with s1 screws without issue, and navigation looked accurate. The l5 screw was going to be placed next on the right. It was drilled and the site attempted to tap, but the tap was not sitting down to find the pilot hole, even though navigation appeared accurate. The site used a c-arm to take a shot and discovered the trajectory to be 1cm low. The site checked navigation, and suspect a patient shift or frame shift. This was confirmed with a c-arm for s1 screws, which was 1cm low as well. S1 screws were removed. The site re-registered, sent back to trajectory, and altered s1 plan screws to bring more superior. The screws were placed, and confirmed accurate with the c-arm. The site proceeded to the l5 screws, which were also accurate. The issues extended the surgical time by less than 1 hour. There was no impact on the patient outcome.